Manufacturer narrative:
Date of report : 06jun2019, date rec¿d by MFR : 22may2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised to reference the manual troubleshooting for the pressure accuracy test. The customer ran the performance verification again and all tests passed with no issues. Both the average machine and average proximal pressures read the same at those pressures within question but as they are supposed to according to the service manual. Unit passed pressure accuracy upon re-test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date not specified. Date of report: 01may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported errors pressure regulation alarms (e/c 1205 - alarm message: pressure regulation high,1206 - alarm message: high inspiratory pressure the unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.